Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the top of the battery cap was worn. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box data showed evidence of a short battery life. The ¿ez-prime¿ steps were performed correctly; all current draws were above specification. The short battery life complaint was confirmed. The pump¿s cover was removed and an intermittent condition was found to the continuous glucose monitoring (cgm) board. During visual inspection of the pump, it was observed that the battery compartment was cracked in two places. The returned battery cap had a worn top coin slot but the cap was still able to fit to the pump. The returned battery cap¿s height and width were within specification. (B)(4).